Event description:
Could not bend leg [joint range of motion decreased]; fever [pyrexia]; knee swelled up / leg swelled / swelling in her knee [joint swelling]; pain in knee / pain was excruciating [arthralgia]; knee was drained [joint effusion]; flu [influenza]. Case description: spontaneous report was received on (B)(4) 2013 from a (B)(6) female patient, initials (B)(6), with knee pain. The patient's medical history was significant for previous use of synvisc (first series in 2008), flu, ongoing diabetes and rheumatoid arthritis. On an unspecified date, in (B)(6) 2013 (about two and a half week ago), the patient initiated treatment with first synvisc (hylan g-f 20) injection of second series, route and dosage regimen not provided. The lot number for synvisc was not provided. On an unspecified date, in (B)(6) 2013 (about 3 days after the first injection), the patient developed flu. The patient reported that it was the worst flu she ever had. On an unspecified date, in (B)(6) 2013, the patient developed fever (103, units not provided). The company assessed the event of fever as medically significant. On unknown dates in (B)(6) 2013, the patient was given treatment with z-pak (azithromycin) for the events of flu and fever. It was reported that the patient still had fever and started treatment with cephalexin. On an unknown date, in (B)(6) 2013, the patient recovered from the event of fever. On an unknown date, few days later, treatment with cephalexin was stopped because the cephalexin and the metform were making her sick on her stomach. On (B)(6) 2013, two weeks after the first injection, the patient received second synvisc injection, route and frequency not provided. It was reported that the patient still felt bad from the flu at second injection. On unspecified dates, in 2013, the patient developed excruciating pain and severe swelling in her knee. It was reported that the leg swelled so bad that the patient could not bend her leg. On unknown date, in 2013, arthrocentesis was performed and unknown amount of fluid was aspirated from unspecified knee. On unspecified date, in 2013, the patient was given treatment with oral methylprednisolone for the events of pain in knee, swelling in knee and knee effusion. The patient stated that she also had something injected into her knee (unspecified). The treatment with synvisc was permanently discontinued. The outcome for the events of could not bend leg and knee was drained (knee effusion) was not provided. The patient had not yet recovered from the events of knee swelled up/ leg swelled/ swelling in her knee, pain in knee/ pain was excruciating and flu. Relevant concomitant medications reported include metformin. The intensity for the event of knee swelled up/leg swelled / swelling in her knee was severe. The intensity for the events of could not bend leg, pain in knee / pain was excruciating, knee was drained, flu and fever were not provided. The causal relationship between synvisc and all the events was not provided by the reporter.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the production lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of product is not affected by this report.